Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an ¿error 15.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, service history review, alarm log review, and functional testing were performed. During the power on self-test and the alarm log review, an f-38 alarm was identified. The cause of the alarm was damaged force sensing resistors. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.